Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified while based on the analysis, the alleged settings issue could not be verified.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet and the pump battery could not be charged. The customer's blood glucose level was 141 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.